Event description:
Healthcare professional reported right side " patient developed infection of the right breast implant which resulted in hospitalization¿, ¿cellulitis of trunk, unspecified", "malignant neoplasm of upper-outer quadrant of right female breast", and "bacteremia right breast implant". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of cellulitis, infection late onset, and wound dehiscence are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis, infection late onset, wound dehiscence.